Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the czech republic underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In sep 2024 the patient reported that the peg area was "ugly" and was taking oral antibiotic augmentin. As of (B)(6) 2024, the peg site looked a little better.

Event description:
Additional information received o 23 oct 2024: tubing manufacturer information was added / confirmed. No new medical information was provided.

Manufacturer narrative:
Additional information added to d4 and h4 (lot # and list number).